Event description:
It was reported to philips that the device battery is loose and dislodges easily. There was no report of patient involvement. The customer requested assistance from a philips field service engineer (fse). Per the customer, the batter comes off more and more. The fse has provided a quote to the customer for a new mrx lithium ion battery to return the device to working condition. Based on the conclusion of the investigation, it was determined that this was a malfunction of the battery. The fse has ordered a new lithium ion battery to resolve the noted issue. The device remains at the customer site. No further investigation or action is warranted.